Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5, d8. B5: corrected b5 information. D8: corrected to check "yes" as the customer used a non-olympus lamp. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the e101 error occurred because of the dust buildup inside the device including the heat sink and cooling fan which caused the internal temperature of the light source device to raise. This is a safety mechanism which worked as expected by displaying the error message. Olympus will continue to monitor field performance for this device.

Event description:
This event was created to cover the unknown procedures as the customer confirmed the issue of the e101 temperature error occurred multiple times during procedures. The customer could not confirm the exact amount but stated all procedures were completed.

Event description:
It was reported, the light source exhibited error (e101) error temperature; check ventilation grills. The issue occurred during the preparation for use. There were no reports of patient harm. There is a related complaint (B)(4).

Manufacturer narrative:
The device was returned and the evaluation found the following: power switch updated due to the cracked housing; faulty scope socket had dust and corrosion buildup; temperature error, and the lamp had over 300 hours. Should additional relevant information become available, a supplemental report will be submitted.